Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 4.0 mg/ml dilaudid at an unknown dose via an implantable pump for spinal pain and failed back syndrome (other). It was reported that the pump was flipping, moving, and it goes on its edge. The healthcare provider (hcp) was going to do a pocket revision on (B)(6) 2016. The patient had an x-ray to confirm the pump was flipped at the time of the first refill. The consumer was wondering where she should draw the line on the patient for the surgery. The hcp wanted her to draw a line where they wanted the pump sutured during the revision.

Event description:
Additional information was received from a consumer on 2017-apr-26. It was reported that at the time of the event, the hcp had a hard time refilling the pump, and it was confirmed that the pump was sutured down in (B)(6) 2016. In (B)(6) 2017, the patient experienced a blockage in a leg artery, numbness, and pain. The patient was bedridden and was on hospice care at home. The patient was unable to get the pump refilled because the hcp would not come out to the patient's home, and was ready to take medication by mouth. It was unknown whether the pump still contained medication, and the reporter asked what would happen when the pump went empty. The reporter was directed to follow-up with a hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.